Event description:
It was reported that at the elective procedure to replace this implantable device, an alert had been generated for out-of-range impedance measurements. The specific impedance measurements and lead details were not provided. The replacement device was implanted without further incident. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).